Manufacturer narrative:
Medwatch submitted on 01/19/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of discoloration of the skin, tender, warm, indurated, and painful inflammatory nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: "undesirable effects. The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Coloration or discolouration of the injection area."

Event description:
Reported events of ¿late inflammatory cutaneous reaction¿ found within patient 14 in the following journal article: ¿resistant and recurrent late reaction to hyaluronic acid-based gel,¿ dermatologic surgery : official publication for american society for dermatologic surgery. Electronic publication date: 12/08/2015. The reaction ¿initially manifested with purplish to brownish discoloration of the skin surrounding the injection site.¿ authors note that ¿subsequent to color changes, the injected area became tender, warm, and indurated (2-7 days), up to the formation of a deep nodule.¿ symptoms are also described as ¿painful inflammatory nodules.¿ patient was injected in the lips with juvéderm volbella in conjunction with juvéderm voluma and a non-allergan hyaluronic acid-based filler in other facial areas. This record represents the juvéderm voluma injection. Time to reaction after injection was 12 weeks. The reaction did not recur and symptoms were resolved after 3 months with treatment of "oral ciprofloxacin (500-750 mg twice a day) for a period of 3 to 4 weeks." The following events were reported by the injecting physician: 'severe swelling of lips and inflammatory nodules post juvéderm volbella with lidocaine injection. The swelling exacerbated after a few days and is now also in other areas, mainly marionette areas' patient prescribed prednisone and ciprofloxacin.

Event description:
Reported events of ¿late inflammatory cutaneous reaction¿ found within patient 14 in the following journal article: ¿resistant and recurrent late reaction to hyaluronic acid-based gel,¿ dermatologic surgery : official publication for american society for dermatologic surgery. Electronic publication date: 12/08/2015. The reaction ¿initially manifested with purplish to brownish discoloration of the skin surrounding the injection site.¿ authors note that ¿subsequent to color changes, the injected area became tender, warm, and indurated (2-7 days), up to the formation of a deep nodule.¿ symptoms are also described as ¿painful inflammatory nodules.¿ patient was injected in the lips with juvéderm® volbella® in conjunction with juvéderm® voluma® and a non-allergan hyaluronic acid-based filler in other facial areas. This record represents the juvéderm® voluma® injection. Time to reaction after injection was 12 weeks. The reaction did not recur and symptoms were resolved after 3 months with treatment of "oral ciprofloxacin (500-750 mg twice a day) for a period of 3 to 4 weeks." The following events were reported by the injecting physician: 'severe swelling of lips and inflammatory nodules post juvéderm® volbella¿ with lidocaine injection. The swelling exacerbated after a few days and is now also in other areas, mainly marionette areas' patient prescribed prednisone and ciprofloxacin.